Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated twice during the event. The patient had just returned home and was not feeling well. Emt's were called to the patient's house during the event. The emts reportedly performed CPR and attempted to resuscitate the patient with an AED. At approximately 14:16 the patient degraded from bradycardia to asystole, which the lifevest considers to be a non-treatable rhythm. At 14:38 the lifevest download data indicates that the lifevest therapy electrodes were not in contact with the patient's skin, which is consistent with the reported emt resuscitation attempts. Two treatments were delivered by the lifevest at 14:42:09 and 14:42:34. Motion artifact from the resuscitation attempts contributed to the false detections. The treatments were 6j and 5j, respectively. The low energy pulses were caused by the therapy electrodes not being in contact with the patient's skin. The patient's ECG rhythm at the time of the treatments is obscured by motion artifact from the resuscitation efforts and is not known. The lifevest electrode belt was disconnected at 14:57:52 and the patient subsequently passed away. There is no indication that the lifevest treatments caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. No deficiencies were alleged against the lifevest.